Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of an atrial fibrillation (af) episode. The lead sensitivity was checked and found to be nominal. The threshold and impedance measurements were also found to be within normal limits. This ICD remains in service. No adverse patient effects were reported.